Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance rise on the rv defib coil to high measurements. The lead remains in use. No patient complications have been reported as a result of this event.